Event description:
Info received indicates the foot section is rising unintentionally.

Manufacturer narrative:
The technician found a stuck foot up switch on the left head siderail. The technician replaced the switch to repair the bed.